Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low in-range pace impedance measurements and intermittent capture at maximum device output beginning one day post-implant. Suspecting dislodgement, the physician sent the patient for x-ray and plans to perform a revision procedure to reposition the lead in the coming days. It was noted that the lead appeared stable for the time with no evidence of noise. Therapy remains programmed on with left ventricular-only pacing with good underlying rhythm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein the lead was repositioned without consequence to the patient. This lead remains in service.